Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system was explanted due to the aforementioned observations. A new transvenous implantable cardioverter defibrillator (ICD) was placed instead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the oversensing and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system was explanted due to the aforementioned observations. A new transvenous implantable cardioverter defibrillator (ICD) was placed instead. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.